Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
(B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
During a site visit the site reported to application support manager (asm) that they had a case that had developed epithelial ingrowth, after an intralase pocket for inlay procedure in the left eye (os (ocular sinister)) post treatment. The patient was being treated with topical steroids and was scheduled to return and to have the pocket rinsed.